Manufacturer narrative:
As reported in a research article, an epic valve was explanted after 20 months due to stenosis and upon explant, the valve was noted to be calcified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying 19mm epic valve that may be explanted due to calcification. Details are listed in the article, titled "early calcific degeneration of the st. Jude medical epic aortic bioprosthesis." On an unknown date, a 19mm epic valve was implanted for an aortic valve replacement. During postoperative follow up, echocardiography documented progressively increasing gradients and decrease effective valve orifice area, and the patient developed worsening shortness of breath. 18 months post implant, echocardiography showed critical stenosis of the bioprosthetic valve. 20 months post implant, the valve was explanted and replaced with a 21mm abbott mechanical valve. During the explant, the leaflet of the epic valve were found to be sclerotic and unyielding, with calcification observed. Postoperative recovery of the patient was uneventful and the mechanical valve demonstrated satisfactory performance.